Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 10/31/2019, indicated that the patient also had issue with breast asymmetry. The replacement device for the left side serial number is (B)(4), and the right side serial number is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right- mentor smooth round spectrum 425cc saline breast implant, catalog number, 3501470 serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unknown breast reconstruction surgery with mentor smooth round spectrum 425cc saline breast implants which the left side deflated after implantation. The issue was reported by the doctor. As a result patient underwent bilateral removal and replacement with catalog number 3505590bc on (B)(6) 2019.

Manufacturer narrative:
Device evaluation: during evaluation of the sample it was noted to be intact. Leak testing was performed and it revealed a tear measuring approximately 0.1 cm in the posterior aspect. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).